Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an infection at the ipg site. As a result, the patient was hospitalized with IV antibiotics and the drg system was explanted. Cultures were performed and the patient tested positive for strep b. The patient was later discharged and prescribed oral antibiotics. The infection resolved over time.